Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and the low battery voltage was found to be caused by a high hybrid input current due to low internal supply. The low internal supply was caused by a hybrid anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for scheduled device implant, device remaining capacity was found to be lower than allowable limit for implant. Device was not used.